Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 412 mg/dl. The other blood glucose was 389 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes however, they were treated with insulin pump. It was not mentioned whether the auto mode was active at the time of the incident. The device will not be returned for the analysis.